Manufacturer narrative:
Product sample received and examined. Visual and functional testing was completed, and all returned samples were within specifications. The root cause of this complaint cannot be determined.

Event description:
An end user reported that the vapro plus intermittent hydrophilic urinary catheter was difficult for him to insert and remove. He reported that when he removed it, a blood vessel was injured and he bled. He reported he waited a few days and saw a doctor because the bleeding wouldn't stop. He said he saw a urologist who arranged from him to be admitted to the hospital. The end user did not report if any medical treatment was needed for the bleeding to stop. The end user said he waited until the next day to go to the hospital. The end user further reported that the night before he went to the hospital, he developed a fever and sepsis. The end user did not report what was the source of the sepsis. While in the hospital, the end user reported that he had an indwelling catheter and was on antibiotics. The end user reported that this was about a month ago. He reports that he is feeling fine now.

Manufacturer narrative:
Product sample received but testing not yet completed. The device history records were reviewed based upon the lot number provided and the records were found to be complete and accurate. The sterilization documentation for this lot was also reviewed and no out of specification results were found. Hollister will submit a follow up report once the sample evaluation is completed.